Manufacturer narrative:
There was no sample returned for evaluation and no additional information provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event and the root cause is therefore unknown. (B)(4).

Event description:
A nurse reported during surgery, they were unable to get the "full phaco power setting" and that cassette leakage was noted. The surgeon was able to complete the case, but canceled the rest of the patient's scheduled for the day. There was no patient impact reported. Multiple attempts were made to retrieve additional information but none has been received to date.